Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR's #1225714-2014-02517, 1225714-2014-02518, 1225714-2014-02519, and 1225714-2014-02520.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and another cardiovascular event and subsequently expired on or about (B)(6) 2012, after the use of the product.